Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to dislocation, broken/fragmented pieces left in patient

Manufacturer narrative:
See d4 expirarion date, d10, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01619; 508-32-103, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.